Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that after trialing components for a hip arthroplasty procedure, the surgeon attempted to remove the trial but the tool hole used for extraction was not visible below the femoral bone. The surgeon used an osteotome to remove bone from around the trial, and the provisional body fractured. The remaining portion of the instrument was removed by releasing a torque screw and sliding the rest out with a torque wrench.

Manufacturer narrative:
The lot number, the expiration and manufacture date previously reported are incorrect. This information is not able to be confirmed, therefore these fields are unknown. This report will be amended when our investigation is complete.

Manufacturer narrative:
The femoral body provisional was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the provisional is unknown; therefore, the device history records could not be reviewed. Since the lot number is unknown the field age of the provisional cannot be determined. The reported device is used for treatment. Based on the information in the complaint the failure of the provisional body is mostly likely due to excessive forces being applied to the trial during extraction; however, because the device was not returned for evaluation root cause cannot be determined at this time.